Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top and bottom cases are in excellent condition. Cracked battery door and no visible contamination. There was a primary audible alarm background test in the event history log. The technician performed power up process, infusion and occlusion tests. The technician was unable to duplicate primary audible alarm background test and barrel clamp has a field safety correction action (fsca) recall.. The root cause of the reported issue could not be determine for primary audible alarm background test. The barrel clamp has a fsca. Connector was not glued on flex cable connector from interconnect board to the main board. Replaced speaker as a preventative measure and glued interconnect flex cable connector. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the barrel clamp recall and primary audible alarm background test occurred. No patient injury was reported.